Manufacturer narrative:
(B)(4). (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent sling procedure for treatment of stress urinary incontinence on (B)(6) 2009. Additional mesh was removed in (B)(6) 2011 due to mesh erosion, infections, dyspareunia, recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
Date it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries, including excision of the pelvic mesh between (B)(6) 2009 and (B)(6) 2010. No additional information was provided.